Event description:
It was reported on (B)(6) 2011, that while hospitalized for an unrelated issue, the patient's pump was turned down. The patient was subsequently, given oral morphine and experienced vomiting, was "hardly" able to move, and was having difficulty in the bathroom. The patient was discharged from the hospital on (B)(6) 2011. It was later reported that the patient experienced "excessive" nausea and vomiting, drowsiness, and a change in the level of consciousness (loc). The patient was hospitalized and discharged two times. A MRI/x-ray/CT scan (intervention not specified) was performed on (B)(6) 2011. The cause of the event was a disconnection of the catheter at the pump/catheter connection. The patient's pump and catheter were removed and replaced. There was no injury to the patient. The patient's pump contained morphine/clonidine at a concentration of 30 mg/ml and a dosage of 9.399 mg/day. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Catheter model 8709, lot # n096825015, implanted: (B)(6) 2007, explanted: (B)(6) 2011.